Manufacturer narrative:
The investigation unit reviewed data and observed there was a system error during testing and data was not collected for a strip. This error is due to an interaction between the meter and test stand and is not related to the allegation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 33 mmol/l, 12.5 mmol/l, 12.4 mmol/l on customer's meter and 8.6 mmol/l on wife's meter using different vials of test strips with the same lot number.